Event description:
While drilling over the proper k-wire into the cuboid of a male with a comminute cuboid, "nutcracker" style fracture, the shaft of the bit fractured at the joint of the 2.2mm shaft, and the step drill flutes. The entire shaft remained in the cuboid. The physician retrieved the shaft by using a rongeur to nibble the proximal cortex in order to use mosquito snaps to grasp and remove the broken portion. As a result, no proximal cortex remained for the subsequent zimmer 3.0 cannulated screw used in the same trajectory after over-drilling by hand. The neurospecialist, who was onsight, observed that the physician did not drill another hole. At the time of the surgery, the physician was reportedly satisfied that the reduction of the fracture was achieved. The patient subsequently displaced his fracture, and was scheduled for another procedure in 2006. No additional info is available.

Manufacturer narrative:
To date, the device has not been received for evaluation. An investigation has been initiated based on the reported information.